Event description:
The generator had been explanted (reason for explant not provided). Portion of leads were left over. Patient was experiencing pain since having diathermy at a rehab facility. The patient informed them, he couldn't have diathermy. He also has micro fractures and herniated discs in the area of his pain. He is going to see surgeon to determine what is causing the pain he is having.

Manufacturer narrative:
(B) (4).